Manufacturer narrative:
Di not available as product was manufactured on or before september 23, 2014. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in the emergency room after experiencing syncope. The device was interrogated, and it was noted that the right atrial lead was oversensing noise. No resolution was reported, and the patient was to be monitored. The patient was stable.